Manufacturer narrative:
Patient information was unavailable from the site.concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: n/a, ubd: , UDI#: the manufacturer representative went to the site to test the imaging system. The left tracker verification failed. The max error is 1,949 mm and it was at 2,223 mm. Left tracker field of view was 20mm and 40mm recalibrated. System function checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the health care professional stated that post-op that imaging system noticed that there was an inaccuracy in the navigation about 1 cm. During the spinal surgery 30 screws were fixed. The last setting screw was 1 cm away from destination. All other 29 screws are sitting correct. There was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the patient died shortly after the operation due to a lung emboly. It is unknown if the inaccuracy caused any permanent side effects. The inaccuracy prolonged the operation, which might have been the cause for the emboly. The screws were taken out and repositioned. This what made the procedure last longer. Neither the navigation system nor the imaging system shut down during the procedure. Medtronic received information regarding a navigation system being used in a sacroiliac thoracolumbar procedure. It was reported that the standardized procedure was performed with the aid of the imaging system. There was a deviation of >1cm from the indicated position, resulting in a dramatic screw misplacement causing an injury to the spinal cord skin. It was necessary for the site to reposition the screws and perform a microsurgical suture of the spinal cord skin. The inaccuracy was detected during a control scan. It was stated that the screws were taken out and no new ones were placed. It was also stated that the imaging system "shut down" during the case. There was a delay to the procedure of more than one hour.

Manufacturer narrative:
H10: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. See 1723170-2022-01065 for the navigation event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.